Event description:
The patient was undergoing a coil embolization procedure in the aorta artery using pod coils, pod packing coils (pod pc), and a lantern delivery microcatheter (lantern). During the procedure, after advancing a pod coil as the first coil approximately several centimeters out the distal end of the lantern, the physician noticed the pod would not advance any further and decided to remove the pod coil. However, while retracting the pod coil, the physician experienced resistance and kinked the proximal end of the pod coil. Consequently, the pod coil unintentionally detached with the majority portion of the detached coil inside the lantern. Therefore, the physician used a hemostat to clamp the lantern containing the detached pod coil and removed both the lantern and coil together as a unit. The physician then inserted a new lantern and placed a new pod coil. Subsequently, the physician inserted a pod pc into the lantern; however, while advancing a pod pc through the lantern, the physician experienced resistance and, consequently, the physician kinked the pusher assembly of the pod pc. Therefore, the pod poc was removed. The procedure was completed using new pod pcs and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.